Event description:
Additional information received indicates that during the surgery it was noted that both the lead tails were entirely pulled out of the ipg header. Additionally, it was also noted that the lead had migrated. Reportedly, patient was successfully programmed post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred in which the ipg and lead were explanted and replaced, which resolved the issue.

Manufacturer narrative:
Date of event and therapy dates are estimated.

Event description:
Manufacturer reference number: 1627487-2021-15901. It was reported that the patient experienced bodily trauma unrelated to the system, after which the patient experienced ineffective therapy and a shocking sensation when stimulation is on, causing discomfort. Reprogramming did not resolve the issue. X-ray imaging confirmed that one tail of the lead was completely out of the ipg header, and the second tail was almost all the way out. As a result, surgery may occur to address the issue.